Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: investigation revealed that the battery compartment was cracked. Evaluation also revealed that the display was dim and discolored and the pump had no audible sounds. The pump was opened and there was a failed electrical connection found in the audible circuit due to cracked solder. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed that the display was dim and discolored. In addition, the pump had no audible sounds from a failed electrical connection found in the audible circuit due to cracked solder. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/02/2015.